Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has a history of hematoma which in september 2021 was resolved in a minor surgery. On (B)(6) 2022 the user contacted the ent surgeon because of swelling. Medication was prescribed but the issue was not resolved. On (B)(6) 2022 the user was scheduled for extraction of the hematoma but the procedure was not attempted because the blood could not be suctioned up completely. The surgeon decided to perform the procedure, which took one hour, in the operation theater.

Manufacturer narrative:
Conclusion: device investigation revealed mechanical damage by a sharp surgical instrument to the implant's coil interface, which goes in line with the reported inconsistent in situ measurements following a surgical procedure i.e. Surgical hematoma treatment. Following the surgery to extracting the hematoma the user was experiencing wound healing issues and was temporarily not able to use the audioprocessor. Furthermore, during explantation granulation tissue formation at implant housing caused by recurrent infection at tympanic cavity was reported. A review of the device's sterilization records shows that the device has been subject to a valid sterilization process. No information available points to the implant being the source of infection. Other mechanical damages are attributable to the removal surgery. This is a final report.

Event description:
On (B)(6) 2022 the user contacted the ent surgeon because of swelling. Medication was prescribed but the issue was not resolved. In september surgery for extraction of the hematoma was carried out. After the procedure the impedance measurements were within specifications on all channels but no ecap results could be obtained. The user was seen again (B)(6) 2022 and hearing performance had returned to normal. However, the user was re-implanted on (B)(6) 2023.